Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen was cracked. The cause for the cracked touch screen was not reported. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the contact on the reported issue, but no response was received.